Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 185mg/dl. The customer stated that while troubleshooting the infusion set leaks, there were several air bubbles in the reservoir. The customer stated that she was in the process of changing out the set and reservoir at the time. The customer stated that there are a cluster of air bubbles in the reservoir. The customer stated that the approximate size of the air bubbles in an 8th of an inch. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was rewound with a reservoir in place. The customer was assisted with troubleshooting for the air bubbles. The customer was advised to avoid rewinding his pump with the reservoir inside the pump.